Event description:
Olympus became aware of a report in the news media that 1,200 veterans who had procedures performed in the ent (ear, nose, and throat) clinic at the referenced facility from may have been exposed to the infection because, the instrument used in the procedure was improperly disinfected. The affected patients were said to have been notified by the user facility. The user facility stated that the risk of infection is extremely small, but it was not possible to rule out the possibility of exposure. There have been no reports of adverse impacts to patients or users as a result of this matter.

Manufacturer narrative:
The olympus devices referenced in this report were not returned to olympus for evaluation. An olympus endoscope support specialist has visited the user facility, and provided in-service training on proper reprocessing practices. If significant additional information becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.